Event description:
It was reported that device was being replaced when externalized conductors were observed via diagnostic imaging. The lead was left in situ and a new lead was used. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.